Event description:
It was reported, "during lap colon procedure, the device wouldn't cut and the tissue got stuck in the tissue blocker and caused the vessel to tear and bleed. Surgeon is very upset with the product. Having tissue get stuck in the back of the tynes is unacceptable to him. They had to grab the enseal to finish the case."

Manufacturer narrative:
This device has been discarded by the end-user and is not being returned to conmed corporation. Upon completion of the quality engineering evaluation a supplemental report will be filed. Device discarded by end-user.

Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired.the customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made.the complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time.conmed corporation is considering this complaint closed. (B)(4): device disposed of by end-user.